Event description:
It was reported that an ilet user experienced an unresponsive sleep/wake button, which initially resolved after removing and replacing the protective case and later required placing the device on a charger to restore function, followed by recurrence that led to a replacement device being provided. Symptoms included no hypoglycemia or hyperglycemia-related clinical effects, with blood glucose reported stable and without ketone testing or medical intervention. Outcomes included no immediate health effects, no hospitalization, and no use of backup therapy. Investigation included device replacement, inspection of the returned device and assessment of the reported user interface control malfunction associated with the device enclosure. Investigation of this device revealed a recurring failure of the sleep/wake button consistent with a user interface hardware malfunction of the device housing. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the sleep/wake button mechanism.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.